Event description:
It was reported that the surgeon felt the patient could have a possible infection and wanted to swap out liner and ply, also do a wash out.

Manufacturer narrative:
A modular dual mobility insert, catalog # 626-00-46f, lot 40002103 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.